Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after three dental implants were installed in patient's intraoral regions#29, 30 and 31 it was verified their non-osseointegration . 40 cm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type ii).